Event description:
Caller alleged discrepant results compared with lab. Results as follows: date: (B)(6)2009, inratio: 3.5, lab: 8.7; inratio: 2.3, lab: 2.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2009, inratio: 3.5, lab: 8.7, mean: 6.1, confidence-limits: unable to determined; inratio: 2.3, lab: 2.5, mean: 2.4, confidence-limits: 1.6-3.4. Per internal procedure, (B)(4), the mean of the inratio meter and comparative system inr were calculated. Test 2 has met the criteria of confidence limits. However, both inratio and lab values of test 1 fall outside the limits where the mean is greater than 5.0 and the difference between inr's is greater than 2.2, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. Hence, this would be subject to functional testing as part of the complaint investigation when meter is returned (B)(4). No corrective action is required as no product deficiency was established. As of jan. 8, 2009, the product is not expected to return. Hence, no further investigation will be required.